Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power on the device, and the remote smart service (rss) was offline. A field service engineer found that the station did not boot, so all connections were unplugged and reconnected one at a time to isolate the issue. It was determined that drawer 5-1 in the auxiliary unit was causing the problem. The drawer controller was tested using a fluke meter and found to be faulty, so it was replaced. The customer was able to recover the system and perform testing without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, there was no power on the device. The customer reported that the malfunction resulted delay in patient care workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, there was no power on the device. The customer reported that the malfunction resulted delay in patient care workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.